Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the touchscreen intermittently froze. Upon inspection of the system, the field engineer found that the system failed to boot. No patient serious injury or death was reported related to this event.